Manufacturer narrative:
Additional information received clarified that this report is a duplicate event and is reported under 2124215-2025-31269 and the analysis will be submitted after completion under MFR # 2124215-2025-29235.

Event description:
It was reported that, during a stapedectomy surgery, the fiber burnt out and broke in the middle creating fire. Laser was in default setting with power 10 w. The console seemed to be working fine. The physician immediately changed the laser. Later the procedure was completed using a non-fiber mode (free hand) with a micromanipulator. There were no patient complications.

Event description:
It was reported that, during a stapedectomy surgery, the fiber burnt out and broke in the middle creating fire. Laser was in default setting with power 10 w. The console seemed to be working fine. The physician immediately changed the laser. Later the procedure was completed using a non-fiber mode (free hand) with a micromanipulator. There were no patient complications.